Event description:
Caller reported a malfunction on the pump with a specific malfunction code that was resettable. Customer¿s blood glucose (bg) level was 346 mg/dl. Technical support assisted the caller with resetting the pump and provided instructions for future recurrences. The customer was informed that they could continue using the pump and was advised to contact support if any malfunction codes reoccurred, which they acknowledged and understood.